Manufacturer narrative:
Due to character limitation e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) touch screen response is slow. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6 (investigation findings, component codes, investigation conclusions) corrected data: e1 (event site addess: (B)(6)). A getinge field service engineer (fse) went to the site and observed touch screen was not responding. Touch screen (d160-00-0123) was replaced due to failure. Performed work based on the service manual. Good results. All functional and safety checks are meet to factory specifications performed and returned to use. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) (B)(6) (B)(6) 2025. The failure analysis and testing dept. Received part number 0160-00-0123 lcd assembly serial number (B)(6) with a reported unit failure of touchscreen is too slow to respond. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0160-00-0123 lcd assembly serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the display to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the touchscreen calibration and then performed the touchscreen tests. The display calibrated to factory specifications and the display passed the display tests. Al areas of the touchscreen performed to factory specifications. The fat dept. Could not replicate the complaint of the touchscreen being slow to respond. The touch screen passed testing. Possible cause of this type of failure, could be the video generator board, the cable from the display board to the touchscreen board not being securely fastened to the connector. Retaining the display in the fat per procedure number 0002-07-d008 rev. Au.

Event description:
N/a

Manufacturer narrative:
Due to character restriction in block e1 (B)(6). Corrected fields : e1 ( event site name, event site address , event site city ). Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) went to the site and observed touch screen was not responding. Touch screen (d160-00-0123) was replaced due to failure. Performed work based on the service manual. Good results. All functional and safety checks are meet to factory specifications performed and returned to use.